Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, and observed that the pcb was badly damaged, caused by an open diode, designator cr24.

Event description:
It was reported that the device would not charge. There were no reports of patient use associated with this event.